Event description:
In 2008, boston scientific corporation was informed that during a colonoscopy, when the physician attempted to take a colonic biopsy, the pull wires snapped on one side of the biopsy forceps. The procedure was completed with another of the same device without any pt complications. Pt is "stable".

Manufacturer narrative:
.